Event description:
(B)(4) study: it was reported that in-stent stenosis occurred, requiring medications. On (B)(6) 2022 the subject underwent treatment with the 6x100, 130 cm eluvia drug-eluting stent as a part of the elegance clinical trial. The target lesion was in the left proximal superficial femoral artery (sfa) extending up to the left mid-sfa, with 5.5 mm proximal reference vessel diameter and 4.8 mm distal reference vessel diameter, with lesion length of 100 mm and 90% stenosis, and was classified as transatlantic intersociety consensus (tasc) ii b lesion. Prior to target lesion treatment with the study device, pre-dilation was performed by using 4 mm x 120 mm and 6 mm x 100 mm sterling percutaneous transluminal angioplasty balloons. Treatment of the target lesion was then performed by the placement of the 6.0 mm x 100 mm eluvia drug eluting stent study device. Following treatment, the final residual stenosis was noted to be 0%. On (B)(6) 2022, the subject was discharged from the hospital. On (B)(6) 2024, 664 days post index procedure, the subject presented with symptoms related to distal stent stenosis of the left sfa. In response to the event, the subject received medications.

Manufacturer narrative:
A1: patient identifier: (B)(6). A2: patient age: 68 years old (at the time of enrollment).